Manufacturer narrative:
The log file of the affected device was available for the investigation. Further more, the device was checked by the service technician and passed the tests according to the test instructions. At the reported time, the log entries revealed the alarms <tidal volume high> and <apnea>. The alarm <tidal volume high> indicates a leakage in the breathing circuit. The device tries to compensate the lost flow of the leakage until the upper alarm limit for tidal volume which is set by the user is reached. Afterwards, the leakage became more significant which caused an <apnea> alarm. Other than reported, there was no stop of the ventilation. Due to the large leakage, the ventilation was not efficient anymore. From the log entries as well as the device test, it can be deduced that no technical problem of the ventilator was present the given alarms indicate a large leak in the breathing circuit which the device reacted to and alarmed according to specifications.

Event description:
It was reported that: the device stopped ventilation while in use. Furthermore, a ventilation stop happened once already two weeks ago. No injury reported.